Event description:
The report from the field indicated that during a percutaneous coronary intervention (pci) procedure, the product would not cross the target lesion. Subsequently approximately one (1) month later additional information obtained indicated that this complaint should have been reported as a guidewire lumen blocked/obstructed. The additional information received indicated that the catheter/stent delivery system (sds) could not be loaded onto the guidewire. Three (3) attempts were made to load the catheter onto the wire, after removing the catheter after the last attempt a string-like piece of material came off the catheter onto the guidewire. The product appeared normal on inspection prior to use and was prepared in the usual manner without any difficulty noted. The catheter was not clinically used in the patient. There was no reported patient injury.

Manufacturer narrative:
This complaint was originally determined to be not reportable. After review of the file, the determination was changed to a reportable product malfunction. During a percutaneous coronary interventional procedure, the account reported difficulty loading the cypher stent delivery system (sds) onto the guidewire (gw). The product was inspected prior to use and appeared normal. The product was prepped in the usual fashion without difficulty. There were three unsuccessful attempts to load the sds onto the gw. Following the final attempt, the account reported as "string-like" piece of material had come off of the sds and onto the gw. As the device never entered the patient vasculature, there was no injury to the patient. The product was returned for inspection; however, the product was discarded and no analysis was done. Device history review (DHR) was conducted for lot x1205629 and the results indicate that the product met quality requirements for product acceptance. Based on the available clinical information, it is not possible to determine what factors might have contributed to the event as reported. Please note that this is the initial/final report for this product.